Manufacturer narrative:
Block e1: initial reporter (B)(6). Block h6: device code a040601 captures the reportable event of stent buckled material. Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure

Event description:
It was reported that a percuflex ureteral stent was used during a partial cystectomy and bilateral ureteral stenting procedure and during the procedure, inside the patient, the stent twisted and wrinkled. The stent was successfully withdrawn from the patient. There were no patient complications reported and the patient's condition following the procedure was reported to be stable. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.